Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope]. 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [Inspection of water supply]. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle had foreign objects due to insufficient cleaning. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with air/water and detergent solution. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The device was returned and evaluated, and the reported issue was confirmed due to wear of angle wire, bending angle in up direction did not meet the standard value. In addition to the nozzle had foreign objects due to insufficient cleaning, additional findings are as follows: due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip and a white clouded area, adhesive around objective lens was peeled and had a white clouded area, adhesive around light guide lens was peeled, connecting tube had a scratch, due to adhesive peeling around objective lens, flare occurred; and suction connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.